Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the rear response button was intermittently non-functional. The cause for the defective response button was an open connection due to a crease in the response button ribbon cable. The root cause for the creased response button ribbon cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor for an unrelated issue when a non-reportable issue was found.